Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a non-device related cardiac surgical procedure. The lead was repositioned and sutured into the right atrial tissue. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.